Manufacturer narrative:
Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the injury was related to patient condition as it was noted that the patient had coagulopathy issues and was on anticoagulants.

Manufacturer narrative:
The impella was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 68-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), all puncture sites were oozing. One unit of packed red blood cells (prbcs) was given. Manual pressure was applied. It was noted that the patient had coagulopathy issues and was on anticoagulants. Forward suturing was utilized. After three days on support, the device was successfully weaned. While on support, the device functioned at p-5 at 2.7 l/min as intended with d5w sodium bicarbonate in the purge solution. Bleeding is a known risk due to the impella's anticoagulation and purge requirements, but can also be attributed to the patient's underlying coagulopathy condition.